Manufacturer narrative:
Note this is a duplicate report to (B)(4): hamilton medical ags conclusion: during the on-site investigation, the reported malfunction could not be reproduced. The partner engineer noted that the original expiratory valve was not available, as it had been discarded by the user. Several expiratory valves from the engineer¿s stock were tested, and the ventilator was also tested using the engineer¿s own dual-limb breathing circuit without any issues. The customer¿s circuit was not connected during the assessment. The reported issue could only be simulated by manually blocking the expiratory valve port with a palm. No problems were found with the release valve. The investigation concludes that the ventilator operates as intended under normal conditions. No issue or malfunction could be confirmed.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): patient came in due to cardiac arrest (low brain activity brain injury) under general anaesthesia and placed on hamilton-c6 ventilator, during clinical application the ventilator triggered expiratory obstructed alarm more than 50 times in a 30 minute timeframe. Clinical staff proceeded to manually ventilate the patient while they attempted to reboot and rechecked the ventilator. Upon reset they experienced the same error and proceeded to swap to a different hamilton-c6 ventilator which did not have any issues. An additional device was required. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is onogoing.